Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 29.9 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, abdominal pain and vomiting. Customer was unable to complete carelink upload. Customer does not allege insulin pump was under delivering. The device will not be returned for analysis.